Manufacturer narrative:
This report is being submitted to provide clarification on the lm investigation and a correction to the device evaluation. In addition to the reportable malfunctions found during the device evaluation (listed in b5), it was confirmed that the customer's complaint (front panel blinking) was not confirmed. Additionally, the repair center found dust inside the unit. However, this defect is not considered severe enough to cause a potential adverse event. Based on the results of the investigation, the final root cause of the front panel blinking was unable to be identified, as the event was unable to be reproduced during the device evaluation. Additionally, it¿s likely the intermittent image and color bar displayed occurred due to a faulty printed circuit board. The final root cause of the faulty printed circuit board was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection and testing of the customer returned device, it was observed that the display was intermittently blacking out and the color bar was displayed on the monitor instead of the endoscopic image due to a faulty printed circuit board (cp board). This report is being submitted for the malfunctions found during evaluation, as well as the front panel blinking. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was returned and evaluated. It was determined that the phenomena: 1.) Front panel is blinking; 2.) Touch display blackout intermittently; and 3.) Color bar coming on monitor screen instead of endoscopic image, all occurred due to faulty printed circuit (cp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center front panel display was not working, i.e., the front panel was blinking, but the camera image was displayed on the monitor. The issue was found during preparation for use. The intended therapeutic laparoscopy was completed using a similar device (a non-olympus device). No significant delay. No impact on the patient. There were no reports of patient harm.